Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016 a patient in greece underwent placement of percutaneous endoscopic gastro jejunostomy (peg/j) tube. The following afternoon the patient experienced abdominal pain. Two enemas were performed without positive effect. The patient was treated with pain medication and unknown IV antibiotic. An x-ray was performed and showed possible air leak in the peritoneum which was confirmed with a CT scan. The duoopa therapy was stopped and a levine catheter was used for nasogastric aspiration. On (B)(6) 2016, patient was stable with fewer spasms. It was reported that a CT scan will be performed for further investigation of symptoms.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.